Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and missing reservoir tube o-ring. The test reservoir does not lock properly inside the reservoir tube. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 209 mg/dl. The customer stated that her insulin pump had a piece missing and the reservoir does not lock into place. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.